Event description:
The patient was admitted 3 months ago with right subtrochanter fracture. Patient was operated on 3 days later and had a gamma nail inserted. Patient was bearing weight with a walker. She was seen for a follow up visit in the physician office nine days ago. An x-ray was completed with no problems identified. One day later, the patient was complaining of pain in the right hip. The patient came to the ER. An x-ray of the right hip was completed. X-ray read as upper femoral rod at intersection with cephalomedullary screw. All screws appeared to be well fixed. Some varus angulation at site of hardware failure. Four days ago the patient returned to the or. Removal of right femur intramedullary nail. Had right femur open reduction; internal fixation with intramedullary nail and bone grafting. Manufacturer response (as per reporter) for femoral nail, stryker gamma 3 femoral nail